Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was sensing noise from the patient's ventricular assist device (vad). A defibrillation threshold (dft) test was performed, but a few days later during a device change out, the physician elected to surgically abandoned the pace sense portion of the rv lead and impact a new lead. The new rv lead was placed higher on the septum and the issue appears to be resolved. No additional adverse patient effects were reported.